Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) powered off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and observed that the unit power off issue was caused because of the unit not being inserted into the cart all the way, which was not allowing the batteries to charge. The fse inserted the unit correctly into the cart and checked the batteries, which were then charging and the issue was resolved. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.